Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. No low pump flow, no suction alarms and no unusual waveforms were observed in the rt logs from the end of the case. No lt logs are available on constellation. No product was returned. Therefore, the cause of the low pump flow was most likely ingested biomaterial due to the clinical observation of a thrombus upon explant of the device. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant had a cp support ongoing when on day five it was removed and replaced due to low flows. During support, staff were unable to increase flows without triggering suction alarms. At the explant thrombotic debris was observed. No lasting harm or injury from interruption in the support.